Event description:
The implant malfunctioned due to implant flaking off. The malfunction did not cause or contribute to a death or serious injury.

Event description:
The implant malfunctioned due to implant flaking off. The malfunction did not cause or contribute to a death or serious injury. Follow up done because of a final root cause determination of the issue.